Manufacturer narrative:
An attempt was made to reproduce the issue by generating all reports and observed that the reported event was reproducible. Based on the csr, the reported issue is confirmed. As per csr, patient had a last upload on (B)(6) 2025 and no uploads after this date. Please request the patient to upload to personal account and try generating reports and there was a time change event happened on 04-08-2025 and this is causing generating the blank reports. Please request the user to skip this period if they call again. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc. The most likely root cause of this issue is due to time change event. The helpline mentioned that they were unable to reach the customer to confirm whether the provided recommendation worked so informed to close the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed no sensor reports from carelink personal application. The customer reported no adverse event. The event involved product acc-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non-physical devices acc-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating all reports and observed that the reported event was reproducible. Based on the csr, the reported issue is confirmed. As per csr, patient had a last upload on (B)(6) 2025 and no uploads after this date. Please request the patient to upload to personal account and try generating reports and there was a time change event happened on (B)(6) 2025 and this is causing generating the blank reports. Please request the user to skip this period if they call again. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc. The most likely root cause of this issue is due to time change event. The helpline mentioned that they were unable to reach the customer to confirm whether the provided recommendation worked so informed to close the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.